Event description:
Reporter indicated, that his vns therapy programming handheld "was not responding, when he would tap it with the stylus." Troubleshooting did not resolve the issue. Good faith attempts are currently being made to obtain the handheld for product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.